Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they saw a persistent thermometer icon on the recharger. The patient initially reported that they had difficulties with their "battery" but it was clarified that they could only recharge their implantable neurostimulator (ins) for an hour and a half at the most but then the thermometer screen appeared (antenna too hot screen). When this happened they had to wait about 4 hours before being able to recharge the ins again. The patient stated that they maintained 8 coupling boxes and they did not lean up against anything while recharging. The recharger antenna was reported as damaged. They did not charge under blankets or pillows and was not near an ambient heat source. The patient stated that when they sit against something for too long it felt like the ins was overheating (felt like "it's on fire"). In addition, it was reported that they were recharging too frequently. The patient stated that with their previous ins they could go 2 weeks before having to charge but with the current device they can only go 3-4 days. It was noted that the current ins was set at the same settings as the previous and the settings had not changed "at all." The patient had not been recently reprogrammed and had not increased the parameters. There were no previous overdischarge (od) events reported. The indications for use for the implanted device were noted as spinal pain and complex regional pain syndrome type I. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.